Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. The lot number is unknown, therefore; a batch review was not performed. Based on the information obtained from investigation by baxter, the root cause of the alarm was not determined. Use error occurred after alarm. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Event description:
A customer contacted global technical service (gts) regarding a check supply line alarm on the home choice (hc) during fill- refilling the heater. The fill volume (fv) equaled 1ml. The home patient (hp) stated only one of the supply bags and the final bag had solution. The hp stated, she disconnected the bag and added another one. Gts explained the alarm and advised the hp would need to end therapy. Baxter product surveillance spoke with the home patient's (hp) nurse on (B)(6) 2010, who stated they were not aware of the issue but that she would make a note of it so that they could talk to the hp about it. The nurse said, the hp was seen on monday ((B)(6) 2010) and everything was fine. No patient injury or medical intervention was reported.